Event description:
Pt to the ER on 6/7/98 at 12:11 am. Diagnosis was anemia. He was also given compazine 5 mg intramuscular in ER. Pt complaint was nausea and vomiting. He also had some diarrhea. Blood work drawn. Pt to dialysis on 6/8/98 and stated he went to ER on sat 6/6/98 and he was to receive blood today. Reported to dr and ordered two units packed red blood cells. If hematocrit is less than 25 red blood cells given.